Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "we put in the trial and couldn't get it to lock into the trial baseplate."